Event description:
On (B)(6) 2012, customer reported a clear leak from the bottom of the lh750 instrument. Customer stated that the leak dripped out of the instrument onto the floor from the blood sampling valve (bsv) while running patient samples. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the vent line sensor (vls) tubing had a pinhole in it under the needle bellows. Fse replaced the tubing and this resolved the leak. No further problems were reported.

Manufacturer narrative:
(B)(4).